Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported, "it was alleged that, "in 2005, the patient underwent surgery for a right total hip arthoplasty. "It was further alleged that, "in 2008, the patient began suffering increased soreness and pain about his right hip and squeaking of the hip implant. It was further alleged that, "the patient continued to experience soreness and pain about his right hip and squeaking until 2007, at which time the patient underwent a revision of the right hip acetabular linear and femoral head."